Event description:
Complainant alleged that while attempting to treat a pt, the device failed to discharge. The electrodes were replaced and the device discharged. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.